Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui pcb assembly and confirmed that it had caused the reported issue; however, further component level cause could not be determined. The removed sc pbc assembly was an ancillary part and there was no failure of the assembly.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. &#1288;ere was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would not complete the boot-up cycle. Additionally, none of the buttons on the keypad, with the exception of the on button, would respond when pressed.